Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not happy with vision. The iol was exchanged for a different manufacturer¿s lens 4 months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified company cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. Information was provided that the multifocal lens was replaced with a monofocal, non-company lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).